Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer accidentally dropped the pump in the water, there's a crack, and the medtronic logo is flashing. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage, fluid in pump, and the serialized device will be replaced. Troubleshooting was performed for the flashing medtronic logo, and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After multiple battery installations and monitoring unit, unit remained on blank display. Unable to test flashing medtronic logo due to blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corroded electronic assembly and detached internal and external battery connectors were noted, leading to blank display. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: pillowing keypad overlay, scratched case, stained keypad overlay, cracked case (battery tube), battery tube threads - cracked, and cracked case. In conclusion, customer's allegations of flashing medtronic logo were unknown when unit remained on blank display after multiple battery installations and being monitored, caused by corroded electronic assembly. Isolate to electronic assembly. However, customer's allegations with moisture damage and crack on the pump's battery tube side were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted in addition to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.